Event description:
Revision surgery- this is the pt¿s second revision surgery. The pt dislocated and had an unstable right total shoulder arthroplasty. The first revision surgery, on (B)(6) 2011, was right shoulder arthroplasty from a competitor¿s conventional arthroplasty to a djo reverse total shoulder arthroplasty.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 11 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 99th complaint for this part number: 51 for dislocation, 16 dissociation, ten infection, six stability issues, four trauma, three for non-assembly, two for pain, two taper non-engagement, one for a tight joint/limited range of motion, one for malposition, one loss of fixation, and one for cement impingement. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue, and patient activity.